Event description:
The state dept of health while investigating a complaint on a death in the facility has stated they feel that side rails contributed to the death of the resident. The facility conducted an investigation on the incident and did not find this to be the case. The charge nurse in charge at the time of the incident stated that the resident was found on right side with face into bed rails.